Event description:
Pt was revised due to pain. Poly wear of the insert and patella was found intraoperatively.

Manufacturer narrative:
Examination was not possible, as the product were not returned. Product info required to review the device history records was also not provided. A search of the complaint database for the two reported proudct codes did not reveal any trends of problems for the reported product codes. The investigation could not verifty or draw amu conclusions about the reported pain and polyethylene wear based on the provided info. Based on the investigation findings, the need for correction will be reopened. Depuy considers the investigation closed.